Event description:
A customer contacted physio-control to report that their device would not power on.there were no reports of patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates a third-party service agent evaluated the customer's device and verified the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate a third-party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. During inspection, it was determined during evaluation that the reported issue may be due to an incompatibility between the lp15 power supply module and the customer's chosen 220v inverter (non-stryker) attached to the medical vehicle. The root cause could not be conclusively determined.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not power on. There were no reports of patient use associated with the reported event.